Event description:
It was reported that there was concern that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity after an alert presented in latitude indicating that this device could not be found. A request was made to have data from this device analyzed. Data analysis showed that this device received a software update, however analysis for code 1003 could not be performed. In the one day of data that was analyzed, there was no indication that a code 1003 occurred. Technical services (ts) indicated that additional device data is required. This device remains in service. No adverse patient effects were reported. Additional information was received that the patient will be provided additional guidance to provide additional data for ts assessment at a later date. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was concern that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity after an alert presented in latitude indicating that this device could not be found. A request was made to have data from this device analyzed. Data analysis showed that this device received a software update, however analysis for code 1003 could not be performed. In the one day of data that was analyzed, there was no indication that a code 1003 occurred. Technical services (ts) indicated that additional device data is required. This device remains in service. No adverse patient effects were reported.